Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing, varying, and out of range impedance on the rv coil. There was oversensing of noise observed on the electrocardiogram (egm) during testing when the patient pressed hands together. The lead was suspected of a fracture. The lead was replaced and a new lead was implanted on the right side of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.